Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (patient¿s mother) and company representative regarding a patient who was receiving baclofen of unknown concentration at an unknown dose rate via an implantable pump for intractable spasticity and cerebral palsy. It was further described that the baclofen currently in the pump that the patient was receiving was in the 300s with a bolus but was now in the 600s continuous. A consumer initially reported that they wanted to get in touch with a company representative as they believed the patient¿s pump was not working. It was noted that previously "the" had been in contact with the healthcare provider (hcp) who told them they cannot do tests unless a company representative was present at the hospital for those tests. Regarding the date of when they believed the pump was not working, it was indicated that the patient had went to the emergency room (ER) in (B)(6). The date (B)(6) 2018 is considered an approximate date of event (month and year known only). A company representative later reported on (B)(4) 2018 that they had reached out the patient¿s mother. Additional information was received via a company representative on 2018-nov-07. Regarding the pump not working, it was indicated that the patient¿s mother stated the patient had an increase and then a decrease in dystonia for two months. Intermittent increase in dystonia was noted. Actions taken to resolve the pump not working included the patient having visited the managing physician and the patient having went to the hospital. It was noted that the manufacturer / manufacturer representative was not contacted until after the patient was discharged. The patient was tested for infection in the managing physician¿s office and the patient also had tests for two days in the hospital; the managing physician also read the pump per the mother. Regarding if the cause of the issue, it was noted that they were not sure if the pump was not working. It was unknown what clinician programmer was being used at the time of the event. It was unknown if the issue was resolved. The patient¿s weight was unknown. The current status of the device was unknown. The company representative had spoken to the patient¿s mother and had reached out to the physician twice and offered their support if needed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc serial# (B)(4) implanted: (B)(6) 2012 explanted: (B)(6) 2018 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: (B)(6) 2013, UDI#: (B)(4) update: the previously applied device code (B)(4) is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider (hcp). It was noted that baclofen (lioresal) was not delivered by the device into the catheter. It was further indicated that there was a leak of lioresal secondary to the pump; catheter torsion. The circumstances that led to the intermittent dystonia was noted as irregular to absent delivery of intrathecal lioresal. It was indicated that per the neurosurgeon who completed the procedure, the catheter was shortened and reconnected to the pump. The pump was working. Catheter continuity was reestablished. The device and catheter were not changed or removed, but the connector was replaced. The patient¿s weight at the time of the event was provided.